Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies and ultimately reverted to an alternate method of insulin delivery. Customer's blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. Elevated bg was address by a correction bolus via the pump. On (B)(6) 2026, the customer was hospitalized and admitted to the intensive care unit with a bg of 460 mg/dl and ketones. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged (B)(6) 2026.